Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed to delivery shock whilst in use on patient in cardiac arrest. Patient expired. User believes the outcome was not ultimately affected by the device behavior, however it did cause a delay during resus. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.